Manufacturer narrative:
Device evaluation: visual examination revealed no damage or defect with the returned unit or unit components. The unit passed all functional testing. There was no slippage of the needle in the gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The de novo lesion was located in an unspecified vessel. The physician used an (B)(4) inflation device to inflate an unspecified concomitant device and during pressurization the reading on the gauge did not go above 20atms. The physician rotated the handle and the gauge did not move. The procedure was completed with another (B)(4) inflation device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The de novo lesion was located in an unspecified vessel. The physician used an (B)(4) inflation device to inflate an unspecified concomitant device and during pressurization the reading on the gauge did not go above 20atms. The physician rotated the handle and the gauge did not move. The procedure was completed with another (B)(4) inflation device. No complications were reported and the patient's status is good.